Event description:
This report concerns porex medical group's manifolds that were supplied for incorporation into IV administration sets produced by the finished device manufacturer, abbott labs. Five incidents were reported during which the manifold separated from the IV administration sets. No patient injury occurred. There is no evidence that the porex manifold caused this event, but because porex also markets manifolds as finished devices, the company is submitting this report in the spirit of complying with the MDR regulation.